Event description:
It was reported that a spectrum pump keypad had failed. It was also reported there was no patient involvement. During the baxter evaluation of the device it was found that the keypad could cause incorrect data entry.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed the #7, #8, and #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #7 key will occur following the selected key's function (e.g. When the #1 key is pressed 17 will be displayed. When in alphabetic mode and the abc key is selected, as will be displayed interfering with the mdl drug search). The keypad was replaced. Baxter initiated a CAPA to further investigate the issue.